Manufacturer narrative:
Philips received, a complaint on the heartstart xl defibrillator/monitor. Indicating, that the device had inaccurate values. The failure was discovered outside of clinical use. No patient or user harm was alleged. Available details, indicate that the device had exhibited symptoms of a critical failure related to low defibrillation energy. And the customer was advised to remove the device from service. The device was not available for additional investigation. The engineer provided, their analysis findings. However, we are unable to confirm, the final disposition of the device, because the customer refused service. The investigation concludes, that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text: remote service provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl is showing inaccurate values. There was no reported patient involvement.